Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The dilator od and the hemostasis cap ID were measured using a keyence scope. Hemostasis cap ID - was measured to be 0.198 inches, specification has the ID to be 0.202 +/- 0.005 inches; dilator od - was measured to be 0.207 inches, specification has the od to be 0.210 +0.002/-0.004 inches. The dilator was inserted into the hemostasis cap and when the dilator tip was pushed it did not appear to move. Reason for the return was confirmed. D.3: manufacturer name and address updated. H.6: annex b and annex c codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during routine aortic cannulation prior to cardiopulmonary bypass, after a full-thickness aortic incision was p performed, cannula insertion was complicated and thwarted by the retraction of the introducer tip of the eopa arterial cannula. It was also alleged that there was weak resistance of the hemostatic cap on the introducer body and that the introducer tended to slide on the hemostatic cap. Often during routine surgical use, the customer observed that the introducer is not adequately secured to the cannula itself. Specifically, the cannula fails to properly retain the introducer in position and therefore, upon insertion of the cannula into the ascending aorta, forward pressure results in the introducer being pushed backward, partially exiting the cannula. The device has always been prepared and used as per standard surgical practice and the manufacturer¿s instructions. The customer does not routinely use the cannula with a guidewire for cannulation of the ascending aorta. The customer believes that the issue is related to inadequate coupling between the introducer and the cannula, rather than improper handling or deviation from instructions for use. The customer has noticed that even when making an aortic incision, the dilator that should fit through the incision made by the scalpel tends to retract too easily into the cannula body. Essentially, the resistance of the hemostatic cap on the introducer body is too weak; the introducer tends to slide on the hemostatic cap, which shouldn't be the case. Instead, it should be resistant to retraction. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5. The device was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.